Manufacturer narrative:
An event regarding shell retroversion leading to dislocations involving a tritanium cup was reported. The event was not confirmed. Method and results: device evaluation and results: not performed as no items were returned. Medical records received and evaluation: not performed as no medical records were provided. Device history review: there were no reported discrepancies for the referenced lot. Complaint history review: there were no other events for the referenced lot. Conclusions: the event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time as no information was received by stryker orthopaedics. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that the patient had a left tha (B)(6) 2015. The patient has been dislocating and came to the ER doctor and x-rays were taken to see the joint. His description was cup was retroverted and needed to be changed. The patient came to surgery and stryker cup, screws, trident liner and ceramic heads were removed, doctor used new stryker cup liner screws and femoral head to fix dislocation issue.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
It was reported that the patient had a left tha (B)(6) 2015. The patient has been dislocating and came to the ER doctor and x-rays were taken to see the joint. His description was cup was retroverted and needed to be changed. The patient came to surgery and stryker cup, screws, trident liner and ceramic heads were removed, doctor used new stryker cup liner screws and femoral head to fix dislocation issue.